Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had discomfort, pain and skin redness at the battery site when the therapy was on. The redness resolved when the therapy was turned off. It was stated that the patient had lost 70 pounds which may be the cause of the battery shifting down to the sacrum. An impedance check was performed and the results were within the normal range. The patient was reprogrammed and was getting paresthesia in their pain area. The issue was not resolved at the time of the report. Surgery was planned but had not yet been scheduled.